Event description:
The customer reported differential m flags and low monocytes on controls from the coulter act diff 2 analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the latex calibration was spiking and was causing the quality control (qc) errors. The fse adjusted the white blood cell (wbc) gain in the latex calibration, which repaired the qc errors. The repairs were verified per established procedures. (B)(4).